Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Cut tongue [tongue injury] lip gets caught [lip injury] pin came out of toothbrush and cut tongue open, it is so loose that your lip gets caught - oral-b precision clean brush head [injury associated with device] pin came out of toothbrush, broken; pin is detached from the head, now so loose - oral-b precision clean brush head [device breakage] case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2017 that while brushing his/her teeth "in a normal manner" on (B)(6) 2017 with an oral-b rechargeable toothbrush, version unknown, he/she felt a pin come out of the oral-b brushhead, version unknown. He/she described it was metal and very sharp, and came out of the middle of the toothbrush head. It cut his/her tongue open. He she stated a hole could be seen in the brush head. The consumer pushed the pin back in, started brushing again, and reported the whole pin came out. The pin fell into the sink, so it was gone. He/she stated "the toothbrush can now go half way around so it is broken." He/she reported the brush was new. The case outcome was unknown. On (B)(6) 2017 follow-up report via e-mail: the consumer reported the type of brush head used was oral-b power oral care refills precision clean from a pack of 4. The brush head had been in use for about 1 to 2 weeks. He/she stated the second one concerns the broken example. The first brush head from the pack was used by another person with no problems, and the consumer stated he/she was using the third brush head from this point onwards. He/she reported the "pin is detached from the head. Now, it can no longer be used because it is so loose, that your lip gets caught between the button and the brush." The consumer reported his/her toothbrush indicates if the user is pressing too hard, and he/she did not press too hard. The case outcome was unknown.

Manufacturer narrative:
On 12-apr-2017 product investigation results: reporter returned 2 toothbrush heads on 05-apr-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Cut tongue [tongue injury], lip gets caught [lip injury], pin came out of toothbrush and cut tongue open, it is so loose that your lip gets caught - oral-b precision clean brush head [injury associated with device], pin came out of toothbrush, broken; pin is detached from the head, now so loose - oral-b precision clean brush head [device breakage], product counterfeit [product counterfeit]. Case description: a consumer, age and gender unspecified, reported via e-mail on 15-mar-2017 that while brushing his/her teeth "in a normal manner" on (B)(6) 2017 with an oral-b rechargeable toothbrush, version unknown, he/she felt a pin come out of the oral-b brushhead, version unknown. He/she described it was metal and very sharp, and came out of the middle of the toothbrush head. It cut his/her tongue open. He she stated a hole could be seen in the brush head. The consumer pushed the pin back in, started brushing again, and reported the whole pin came out. The pin fell into the sink, so it was gone. He/she stated "the toothbrush can now go half way around so it is broken." He/she reported the brush was new. The case outcome was unknown. On 16-mar-2017 follow-up report via e-mail: the consumer reported the type of brush head used was oral-b power oral care refills precision clean from a pack of 4. The brush head had been in use for about 1 to 2 weeks. He/she stated the second one concerns the broken example. The first brush head from the pack was used by another person with no problems, and the consumer stated he/she was using the third brush head from this point onwards. He/she reported the "pin is detached from the head. Now, it can no longer be used because it is so loose, that your lip gets caught between the button and the brush." The consumer reported his/her toothbrush indicates if the user is pressing too hard, and he/she did not press too hard. The case outcome was unknown.